Event description:
During a pulmonary vein isolation procedure under general anesthesia using a livewire decapolar ep catheter, a cardiac tamponade occurred. The physician completed the ablation portion of the procedure and removed all catheters from the left atrium. The livewire decapolar ep catheter, previously in the coronary sinus, and the non-sjm ablation catheter were used to confirm the success of a prior cavotricuspid isthmus ablation in the right atrium. While repositioning both of these catheters, the intracardiac echocardiogram revealed a cardiac tamponade. The patient was then noted to be hypotensive. A pericardiocentesis was performed, which stabilized the patient. The patient was monitored for approximately 45 minutes and the pericardial drain and sheaths were removed.

Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, vascular and/or cardiac perforation are inherent risks while using this device.